Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and failed back surgery syndrome. The pump contained an unknown brand of morphine [12 mg/ml] at a dose of 5.498 mg/day and bupivacaine [9 mg/ml] at a dose of 4.12 mg/day. It was reported the during pump refills, some of the residual volumes had been off. The representative stated she thought they were getting more back than expected, but she was not certain. The representative stated the patient went in for a pump replacement (normal early replacement indicator; pump had 6 months left) yesterday ((B)(6) 2017), and when they withdrew from the reservoir, the expected residual volume was 30.9, and the actual residual volume was 30 ml. The representative stated she did not believe they would be giving her the pump back to send back to the manufacturer for analysis. No further action was needed at that time. No patient symptoms/complications were reported. It was unknown when the past refills occurred. The representative stated a home health filled the patient¿s pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.